Event description:
Customer reportedly obtained a result of 195mg/dl on the aviva system and felt hypoglycemic. The paramedics were called and tested customer at 35mg/dl on their device and had customer drink juice with glucose gel. No adverse event reported. Requested return of suspect system and replacement was sent. Information suggests comparison performed in the home.